Event description:
The customer stated that her blood glucose reading was 500 mg/dl. When the infusion set was removed from her body, the cannula was bent. The customer later called back and reported that she had been hospitalized due to hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.